Event description:
The complainant alleged that while attempting to defibrillate a pt, the device failed to charge. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that the facility biomed department was unable to duplicate the reported malfunction. The pt subsequently expired.